Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the balloon did not open. The iab was removed and replaced with a new one. Therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Occupation: clinical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the balloon did not open. The iab was removed and replaced with a new one. Therapy was continued successfully. There was no reported injury to the patient.